Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 189 mg/dl (aviva) and 400 mg/dl (neighbor's compact plus). Customer was taken to the hospital 30 minutes later. Customer states he was passed out and on life support. No information was provided as to the type of treatment received at the hospital, or length of stay. No delay in treatment reported as a result of the readings. Information regarding neighbor's compact plus system was not provided. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.